Event description:
It was reported that during a popliteal interventional procedure, a nav 6 emboshield embolic protection device (epd) was advanced over a 017mm non-abbott guide wire and placed successfully. An atherectomy was performed and the filter basket was full of debris. During removal of the filter basket, the guide wire pulled through the filter, leaving the filter in the patient's anatomy. A non-abbott snare device was used to capture the filter and remove it successfully to complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - device used in the popliteal artery and for use with a non-abbott guide wire. Evaluation summary: the device was returned for analysis. The difficulty removing the filter could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.